Manufacturer narrative:
The product was received at spacelabs¿ equipment service center for repair. The reported problem was verified and was isolated failure of the sdlc pcba that was replaced. The repaired unit passed all functional tests and was returned to the customer. This report is complete and this particular issue is considered closed.

Event description:
Spacelabs received a report on (B)(6) 2018 that a transport monitor lost vital signs and communication while transporting a patient. No injury was reported with this event.